Event description:
Customer complaint reported as: "broken catheter. I believe where white part of PICC meets blue winged area. PICC was dressed correctly. Also it has memory and 2 kinks that appear could also fracture. Removed." The PICC was removed per usual procedure. There was no harm to the patient.

Manufacturer narrative:
Qn#(B)(4). The customer returned one, 2-lumen PICC catheter for analysis. Signs of use were observed on the catheter body. It was noted that the catheter body was severed. The severed end was not returned. Visual analysis revealed three major kinks adjacent to the juncture hub. Continuous bends were also observed across the catheter body. Microscopic examination confirmed the damage. No other defects or anomalies were observed. The kinks were located 1mm, 17mm, and 28mm from the juncture hub. The length of the catheter body from the juncture hub to the point of separation measured 10 3/4", which indicates that 10 3/4"-11 1/4" of the catheter body was severed and not returned for analysis (per the catheter product drawing). The catheter body outer diameter measured 0.0705", which is within the specification limits of 0.0705"-0.0715" per the catheter extrusion product drawing. A lab inventory guide wire (0.018") was inserted through the distal line. Minor resistance was observed at the location of the kinks; however, the guide wire was able to pass. Performed per IFU statement, "thread catheter distal lumen over guidewire and advance catheter over guidewire through sheath into vessel". A device history record review was performed, and no relevant findings were identified. The IFU provided with the kit informs the user, "do not apply excessive force in placing or removing catheter. Excessive force can cause catheter breakage. If placement or withdrawal cannot be easily accomplished, an x-ray should be obtained and further consultation requested". The IFU also states, "do not secure, staple, and/or suture directly to outside diameter of catheter body or extension lines to reduce the risk of cutting or damaging the catheter or impeding catheter flow. Secure only at indicated stabilization locations". The report of a kinked catheter was confirmed through complaint investigation of the returned sample. Visual analysis revealed three kinks adjacent to the catheter juncture hub. Despite the damage, the catheter met all relevant dimensional and functional requirements, and a device history record review did not reveal any relevant findings. Based on the customer report and the sample received, unintentional user error likely caused or contributed to this event. Teleflex will continue to monitor and trend for reports of this nature.

Manufacturer narrative:
(B)(4). Complaint verification testing could not be performed as no sample was returned for analysis. A device history record review was performed and no relevant findings were identified. Without the device to evaluate the complaint could not be confirmed and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature. If the sample becomes available at a later date a follow up report will be submitted with investigation results.

Event description:
Customer complaint reported as: "broken catheter. I believe where white part of PICC meets blue winged area. PICC was dressed correctly. Also it has memory and 2 kinks that appear could also fracture. Removed." The PICC was removed per usual procedure. There was no harm to the patient.

Manufacturer narrative:
(B)(4).

Event description:
Customer complaint reported as: "broken catheter. I believe where white part of PICC meets blue winged area. PICC was dressed correctly. Also it has memory and 2 kinks that appear could also fracture. Removed." The PICC was removed per usual procedure. There was no harm to the patient.